Event description:
Customer's niece reported an advantage blood glucose result of 508 mg/dl and 126 mg/dl on a professional system within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.